Event description:
Customer called to report that the synchron lx clinical system, model lx20 pro, generated suppressed results for triglycerides (tg), aspartate aminotransferase (ast), and alanine aminotransferase (alt). Customer also stated that the instrument displayed reaction (rx) noise and initial rate low errors. Customer flushed the probe with di h20 (reagent container rinse), and then primed the instrument, after which the probe began to leak approximately 10 milliliters of fluid from the collar wash. The customer technical specialist requested more information and patient results. However, customer refused to provide any patient data, except for one alkaline phosphatase (alp) result, which was reported as 13 iu/l (international units per liter) and repeated/amended as 25 iu/l. Customer did not report that it affected patient treatment. On the following day, the field service engineer (fse) inspected the instrument and found that the cartridge chemistry (cc) sample probe was leaking. The fse replaced the plugged vacuum valve and the sample syringe drive. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no one was exposed to or harmed by the instrument issue.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).